Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was unknown. Customer's wife advised patient was in hospital and wanted to know how to turn the device off.